Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of soreness and redness were noted. The patient was placed on antibiotics and underwent an ipg explant procedure. The physician believed that the infection was not device or procedure related. The patient was doing well postoperatively.